Manufacturer narrative:
The technician found that the footboard buttons were unresponsive. He isolated the issue to the footboard bed function pc board. He replaced the footboard bed function pc board and the trendelenburg functioned properly.

Event description:
Information received indicates the trendelenburg function is not working.